Manufacturer narrative:
No conclusion can be made. It was alleged, the patient was treated postoperatively for a non-healing wound. The cause of the non-healing wound is unknown. Many things extrinsic to the medical device can cause poor wound healing in patients, including patient comorbidities such as obesity, and diabetes. There is no connection that can be made to identify the medical device causing or contributing to the non-healing wound. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(4): the patient was implanted with a davol pre-shapled mesh and experienced a postoperative non-healing wound. As reported anti-infective therapy administered.